Event description:
A patient was prepped for a brachytherapy procedure. On (B)(6) 2026, it was identified that the implantation date documented for the patient was (B)(6) 2026, whereas the seed label indicated (B)(6) 2026. Despite this discrepancy, implantation was planned to proceed, as confirmed by the brachytherapy team: "the seeds were calibrated for (B)(6) 2026, due to an error in the documented implant date."

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.